Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an early sensor expiration error. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.